Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device displayed a red x with battery and ac power attached. The device passed opcheck, there were no inop messages and no errors noted in the logs. No patient involvement was reported.